Event description:
It was reported that the physician had difficulty achieving capture with the lead. It was implanted into the anterolateral branch and described as having "marginal success". Threshold was 4.8 v @ 0.5ms at this position and no phrenic nerve stim was observed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.